Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. Cracked case at display window corner and minor scratched lcd window noted.

Event description:
It was reported that the insulin pump alarmed button error. The reporter did not know what the blood glucose reading was. Advised replacement of the insulin pump. Nothing further reported.